Manufacturer narrative:
The suspected device has not been returned for evaluation. Therefore no root cause can be determined.

Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet.

Event description:
The customer reported that avea ventilator has no display/user interface module screen is blank on start up- and ventilator does boot up. There is no patient involvement on the event.